Event description:
It was reported by the customer that the pyxis medbank es system has drawers are not opening when trying to issue medication. No additional information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, d9, e3, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawers were not opening when trying to issue the medication. A technical support specialist logged in via local management interface and found drawers were not configured. Configured ip to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers are not opening when trying to issue medication. A customer logged in via local management interface and found drawers were not configured, configured ip and drawers are now opening. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank es system has drawers are not opening when trying to issue medication. No additional information was provided by the customer. There were no adverse events or injuries reported based on this event.